Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy one unit of prismaflex m150 set had a lot of bubbles in the filter due to the damage of the filter. The damage was not further specified. There was patient involvement but no patient impact and no medical intervention. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photograph was received and inspected. The visual inspection of the provided picture confirmed a crack at the base of the filter. The cause was transportation/storage related. Should additional relevant information become available, a supplemental report will be submitted.